Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced difficulty in reading books and needs readers. Clinical reason for explant was mentioned as hyperopic surprise. The lens was planned to be explanted. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.2.,b.5.,h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received the lens was explanted and the iol was exchanged for the same lens model but one and half diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol and there was no patient harm.